Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that the insulin pump's buttons were no longer responding. Customer reported that this issue began in the week prior to the call and has gotten increasingly worse. Customer sated that the b button was not responding at all. Customer did not recall any significant events leading up to this issue. Blood glucose level at the time of the call was not provided. No further info was provided.